Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. Device not returned for evaluation. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2016 for pump thrombosis. No additional information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the pump and the suspected thrombus could not be conclusively determined. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information provided by the clinical representative on (B)(6) 2016 stating that on (B)(6) 2016, the patient's lactate dehydrogenase (ldh) level was elevated at 1802 u/l, and on (B)(6) 2016 the ldh level was up to 2339 u/l, with elevated pump power values, and sub-therapeutic inr at 1.9. The patient was on high-intensity heparin and persantine after deciding on the pump exchange.